Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 3/28/2024 the pump was tested with the testing protocol for system error alarm / motor function according to document # (B)(4). A 20 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, using the current parameters of 20 ml at 0.8 ml per hour. The pump did not alarm "system error" at all. Upon further review there appears to be nothing disconnected inside of the pump. The pump's event log was pulled as part of the investigation and upon review highlighted several system error alarms as reported by the end user, 6 in total throughout the pump's log. The system error can be seen by the "alarm code: 02" . The alarm code "02" is followed by a sub code which points to the root cause of the system error. Every instance in the log has sub code "24" which means "motor short" and "motor delay" issue. There was also system error alerts found in the event log with sub code "44" which means "motor open" and "motor delay" issue. The review of the event log showed that there was an abrupt power off found in the log. An abrupt power off can be seen below on event line 230 by the "log_event_on" code without an "log_event_off" code before it. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On 02/12/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.